Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the set screw of the implantable pulse generator (ipg) was noted to be entirely out of the port. The setscrew was re-seated and tightened to the new lead. The ipg remains in use. No patient complications have been reported as a result of this event.